Event description:
Patient was revised to address abnormal MRI findings, pain, and elevated ion level. Update: (B)(6) 2013 - litigation papers received. Litigation alleges difficulty ambulating. There is no additional information that would affect the outcome of this investigation. Update has been electronically attached to the complaint document. Update: (B)(6) 2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of metal reaction and corrosion. Records are available for further review.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found other reports against the insert. Per procedure, this device is exempt from device history record review. A search of the complaint database found no additional related reports against the remaining product/lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.